Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto merge, carto 3 rmt, lasso nav catheter, pentaray nav catheter. Other companies devices that used in this study: sl0 sheath, cardiodrive, stereotaxis. Manufacturer's ref: (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 627 patients with atrial fibrilation disease underwent ablation with either a manual irrigated tip catheter: (312, 49.8%) or by rmn: (315, 50.2%). Patients treated with cf (59) were analyzed separately as well. Among them, two patient had cardiac perforation that required pericardiocentesis in manual group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿a comparison of remote magnetic irrigated tip ablation versus manual catheter irrigated tip catheter ablation with and without force sensing feedback. The purpose of this study was to compare remote magnetic navigation (rmn) and contact force (cf) sensing technologies have been utilized in an effort to improve safety and efficacy of catheter ablation. Suspect device is a 3.5-mm irrigated tip navistar thermocool, however catalog and lot number is unknown.